Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs), the transcatheter aortic valve replacement procedure was originally planned for carotid approach, but as stump pressures would not go above 30, carotid access was aborted and access site was closed. The decision was made to have the vascular surgeon expose and access the left subclavian. The first commander delivery system, 14fr esheath+, and 26mm sapien 3 ultra valve were prepared per IFU. The sheath went into the patient without any noted issue. The valve on delivery system had noted tension and under fluoro was shown to be at a curve near the clavicle. Additional force was used, the valve advanced through the curve, and then the valve and delivery system exited through the seam on the sheath. Atrion was pulled negative, and there was no blood or air; therefore, the fcs believed the delivery system balloon to be intact. Valve alignment was attempted, but the balloon was unable to be pulled into the valve. The valve on delivery system was pulled into the sheath as far as it could go, and then the sheath, valve, and delivery system were removed as one unit. The first valve was not deployed in the patient. A 22f dry seal sheath was temporarily inserted into the left subclavian after the esheath, delivery system, and valve were removed. The vascular surgeon suggested bypass from the left subclavian to the left carotid to avoid the tortuosity in the subclavian, and to address the stump pressure in the carotid. Left carotid was re-accessed. The vascular surgeon sewed a conduit from the left subclavian to left carotid. A second commander delivery system, 14fr esheath+, and 26mm s3u were prepped per IFU. The case proceeded without issue. The valve was deployed with a good result, and patient was in stable condition. The device was discarded. 2 units of blood were ordered. 1 unit was given; it is unknown if the second unit was given. Provided imagery was reviewed and the following was observed: back table imagery of commander nose tip, inflation balloon, and distal end of crimped valve punctured through sheath liner. Fluoroscopic imagery of commander flex catheter and crimped valve punctured out of sheath within patient, with kink on delivery system just distal to flex tip and bent valve inflow strut.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Updated section h6- type of investigation, findings, and conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Intra- and post-procedural imagery was reviewed, confirming the complaint event. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance between system components leading to inability to advance through the sheath was confirmed based on the fluoroscopic imagery. Available information suggests patient factors (tortuosity) likely contributed to the event as it was reported to be present in the subclavian. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint for sheath liner puncture was confirmed based on procedural imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (high push forces) likely contributed to the event. During delivery system advancement through a challenging pathway, it is possible that the devices were not coaxially aligned. This could lead to the crimped valve to catch onto the sheath liner, leading to damage. If additional device manipulation was applied to overcome the resistance, it could further damage the sheath through continued interaction between the crimped valve and sheath, causing the system to ultimately exit through sheath, as reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.